Event description:
An authorized service provider (asp) was onsite performing a repair for a nav-ring failure. While reviewing the event log the following error codes were present: 111b 35v failed, 111d mc pcba adc failed, 1117 3.3v supply failed, 1118 5v supply failed, 1127 ovp circuit failed, were present. The device was not in patient use at the time of the reported event. There is a pending request to have the asp return onsite to repair the error codes by replacing the motor controller printed circuit board (mc pcba) and power management printed circuit board assembly (pm pcba). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/02/2022, 08/16/2022 and 09/30/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.